Manufacturer narrative:
(B)(4). Risk manager confirmed the patient did not require any treatment and there was no blistering. They cannot tell if it was a burn or a bruise but they do not believe it was present prior to surgery.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information: how long has the surgeon been using this device? Not sure would have to inquire. Is the surgeon aware of the warnings in the IFU as to heat? Not sure what kind of training he has received, I spoke to trevor about this he is planning to do some training, I inquired about a video we could use that all surgeons can view, he said he would work with our or manager to get some training in place. Where is the burn? About 2 inches next to the surgical site. What part of the device is suspected of causing the burn ? Jaws? Yes, jaws. If a skin burn, what is the severity of the burn? (1st, 2nd or 3rd) ¿ per my peer reviewer 3rd degree, but there was no break skin or blistering or any required further intervention. What is the current patient condition? Has been discharged home no complaints related to ¿burn¿, per rn surgeon referred to it as ¿bruising¿. Is the device available to be returned for analysis? Yes, but I need to get clearance from corp risk. How long had the device being activated prior to being placed on patient¿s skin. Would not be able to tell you, we don¿t time or track this since it¿s controlled by the surgeon not staff. Is it possible to obtain an image of burn? Attached. Has corp risk cleared the device to be returned for analysis? No photo received: it is difficult to tell if the image is a burn, based off of this picture. The 2 black marks to the left of the dressing (i.e. Non drain side) look as the could be consistent with a burn ¿ however, it is impossible to tell based off of a picture.

Event description:
It was reported the enseal device was being used in an open colectomy procedure and the instrument came in contact with the abdomen, causing a patient burn. The procedure was completed using the same device. No device will be returned at this time.